Event description:
It was reported that during a laparoscopic cholecystectomy procedure, one of the clips scissored. The procedure was completed with the same device. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.